Event description:
The customer reported being hospitalized for high blood glucose of 207mg/dl. The customer stated that he had an add'l infection and an ulcerated sore on his bottom causing his blood glucose to raise. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.